Event description:
It was reported that there was low impedance and no capture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 506852 implantable pacing lead, (B)(6) 2002; 8709 implantable catheter, (B)(6) 1999; 8637-40 implantable drug pump, (B)(6) 2011; 8578 neuro accessory, (B)(6) 2011. (B)(4).